Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report corrects the explant date as the actual date was not known at the time of the previous report, so an estimate was provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion and error message observed while the device was implanted.

Event description:
It was reported that this pacemaker exhibited a significant decrease in remaining longevity three weeks after the implant procedure, and an error message was noted. High energy consumption was observed at greater than 600%, lead testing produced normal values. Premature battery depletion was suspected. The physician planned to see the patient again for a device replacement procedure. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that the device remains in service as the patient has not agreed to undergo a device replacement procedure. Additional information was provided indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a significant decrease in remaining longevity three weeks after the implant procedure, and an error message was noted. High energy consumption was observed at greater than 600%, lead testing produced normal values. Premature battery depletion was suspected. The physician planned to see the patient again for a device replacement procedure. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker exhibited a significant decrease in remaining longevity three weeks after the implant procedure, and an error message was noted. High energy consumption was observed at greater than 600%, lead testing produced normal values. Premature battery depletion was suspected. The physician planned to see the patient again for a device replacement procedure. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that the device remains in service as the patient has not agreed to undergo a device replacement procedure. Additional information was provided indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a significant decrease in remaining longevity three weeks after the implant procedure, and an error message was noted. High energy consumption was observed at greater than 600%, lead testing produced normal values. Premature battery depletion was suspected. The physician planned to see the patient again for a device replacement procedure. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that the device remains in service as the patient has not agreed to undergo a device replacement procedure. Additional information was provided indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report corrects the explant date as the actual date was not known at the time of the previous report, so an estimate was provided.